Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 2/9/2024. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample shows that it was received one detached needle and seven needle sutures inside their winding former that pertain to the product code vcpb839d. This product code required eight strands per packet. Upon visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The suture was not returned for analysis. In the inspection of the seven needle suture combinations, the swage and attachment area were noted to be as expected. The functional test was performed, and the pull force result met with the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date, and suture was used. The suture was easily detached from the needle. It was a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4).